Manufacturer narrative:
Follow-up #1 ¿ (05/14/2014), the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014; respectively, with the following findings: both meter and strip passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2014 for this meter and no deviations, non-conformances, or reworks were observed. In addition, retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was displaying inaccurately high readings compared to her feelings or normal results. This complaint was classified using the documentation from the customer care advocate (cca) as well as from a follow up call with the patient on (B)(6) 2014. The patient reported the alleged issue first occured on (B)(6) 2013 at 8:30am. The patient reported readings of "216 and 165mg/dl" were obtained on the lfs meter. The patient reported she took her prescribed glyburide 2.5mg as usual. The patient reported she believed she did not actually need the medication and 1.5-2 hours later she felt dizzy and passed out. The patient reported her husband was home with her, tested her blood glucose, which read "67mg/dl" and gave her some sugar. The patient reported she revived a few seconds later and did not receive any medical intervention from a healthcare professional and stated it was "no big deal." The patient reported she normally tests 3-4 times a day and her blood glucose is usually less than "130mg/dl." During the time of troubleshooting the cca confirmed the subject meter was in the correct unit of measurement at the time of testing, and her test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claimed due to the alleged meter reading inaccurately high, the patient administered her usual medications, developed symptoms suggestive of severe hypoglycemia and required treatment from a third party to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.